Event description:
Same case as MFR report #: 2134265-2011-03135. Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, a shaft kink occurred. Using a radial approach, the procedure treated the de novo 80% stenosed, 2.75x32mm target lesion located in the severely tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilating with an unspecified 2.5x15mm balloon, a 2.75x32mm taxus liberte was advanced to the lesion but a shaft kink was noted and the device was removed. A second 2.75x32mm taxus liberte stent was then advanced, but while attempting to deploy the stent it was noted that stent struts were lifted and the device was removed. The procedure was successfully completed with a 2.5x20mm taxus liberte stent. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that the hypotube had broken.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken 234mm distal from the catheter's strain relief. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present on the balloon, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because lesions involving arterial segments with highly tortuous anatomies are contraindicated in the dfu. (B)(4).